Manufacturer narrative:
Concomitant products: product ID pnma01411a004, serial # unknown, product type recharger; product ID neu_unknown, serial # unknown, product type unknown; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
The consumer reported that he has trouble charging the battery because it gets too hot and he sees the thermometer screen and the persistent thermometer icon. The patient stated he has been having this issue for about a year and that when the battery gets so hot it shuts down and he has to have a manufacturer representative turn it back on. The patient reported that this has happened two times over the last year. Additional information received from the manufacturer representative clarified that the patient described that the temperature icon and feeling warm around the implantable neurostimulator (ins) occurred sporadically. It was the recharger that would shut itself off when it gets hot, not the ins. The patient did not have any overdischarges. The physician was aware of patient complaint and was considering that the pocket may be too shallow and that they were going to watch it for now and may need to move the pocket in the future. The indications for use were post lumbar laminectomy syndrome and spinal pain. If additional information is received a follow-up report will be sent.